Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: the pump was exercised for 24 hours with no issues observed. The pump recorded the correct amount of insulin delivered over the duration test. The recorded total daily dose of insulin added up to the pump's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. No alarms or interruptions were observed during the investigation.